Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's marking 9cm was no longer present at the tube and made it difficult to place accurately. There was no patient involvement.